Event description:
It was reported that during implant the lead was unable to advance into right atrium due to sheath kinking. Another lead was opened before access was obtained but the doctor felt a 9 (B)(4) sheath would be too large because of patient size. Neither lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.